Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, vacuum was poor during phacoemulsification. The phaco handpiece was retuned to complete the case. The customer suspects the phaco tip to be the cause.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. There was no information provided concerning the handpiece. There was no phaco tip sample returned for evaluation for the report of poor vacuum during phaco. Therefore, the condition of the product could not be verified. There was no lot number identified with this complaint. Therefore, a lot history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The root cause cannot be determined conclusively. (B)(4).